Event description:
A healthcare professional reported rupture of left implant discovered by biopsy. The device has been explanted.

Manufacturer narrative:
Cont. H.6. Health effect f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: black particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
A healthcare professional reported rupture of left implant discovered by biopsy. The device has been explanted.